Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain and fever. The cause of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event and began a two week treatment with vancomycin, intraperitoneally (ip) and ceftazidime, ip (doses and frequencies were not reported). Nineteen days after being admitted, the patient was recovered from the event and discharged from the hospital. It was not reported if dianeal therapy was ongoing. No additional information is available.